Event description:
A hospital in (B)(6) reported that the "airway temperature" did not increase after 5 days while using an rt345 adult dual-heated evaqua breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint device is currently en route to the manufacturer. We will send a follow up report upon completion of our investigation.

Manufacturer narrative:
The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: a heater wire resistance test was carried out using a multimeter. Results: the heater wire resistance of both the inspiratory and expiratory limb of the returned complaint device was found to be within specification for this product. No fault found. Conclusion: no fault was found with returned complaint breathing circuit. All breathing circuits are electrically tested during production and those that fail are rejected.

Event description:
A hospital in (B)(6) reported that the "airway temperature" did not increase after 5 days while using an rt345 adult dual-heated evaqua breathing circuit. No patient consequence was reported.